Event description:
It was reported that no sensing issue was observed on the ra lead. Patient was asymptomatic. Lead was capped on (B)(6) 2017. Patient was downgraded to a single chamber system and a new rv lead was implanted. Patient was stable post procedure.